Event description:
Patient was getting insulin, pulled needle away from skin and it was at a 90 degree angle to the syringe. Insulin not given, grabbed new syringe to administer, no issues. Charge nurse and coordinator notified. What: insulin syringe bent when it came into contact with the patient's skin. Why: supply defect? How: appropriate actions taken by nurse. Will be on the lookout for if this happens with other insulin syringes to ensure it is not affecting potentially the whole lot. Outcome: patient was not injected with this syringe; a new syringe was obtained and the patient correctly received the medication.